Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn and the torn piece is missing. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Anterior endothelium chamber depth < 3.0mm (2.9mm)]. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.0 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.